Manufacturer narrative:
The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma-late.

Event description:
Healthcare professional reported a capsular contracture baker's grade unknown and an "effusion." The device was explanted. This record relates to the left side.